Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. An attempt to test the device was made; however, an error message was displaying on the screen. The error message stops the receiver from communicating and functioning. As a result, the receiver data log could not be downloaded and functional testing could not be performed. Pictures were taken of the receiver display. The reported event of a loss of connection could not be confirmed. Additionally, the transmitter (part number stt-gf-001/serial number (B)(4)/lot number 5207754) being used at the time of event was returned on (B)(6) 2016. The returned transmitter was visually inspected and no defect was found. Voltage testing was performed and the transmitter failed as it has no voltage. There was no data available for review. The reported event of loss of connection can not be confirmed. A root cause could not be determined.